Manufacturer narrative:
(B)(4). Batch number: r57n9g. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with an ecr60g cartridge reload present. The cartridge was received unfired with the pan dislodged from the proximal end. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open pneumonectomy, the cartridge could not be loaded into the jaw. The device was used on the lung. It was found that the cartridge pan came off when the sales rep checked the device after the operation. The cartridge color was green, and its lot number is n4lu8u. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: to clarify, did the cartridge installation and the cartridge pan separation issues happen on different pcee60a devices? => no. The cartridge was not able to be installed, and then it was found that the cartridge pan of the previous cartridge was separated. No further information will be provided."